Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor is inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient paired his sensor and then fell asleep. At around 2am, the patient¿s brother found the patient unconscious and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 15 mg/dl while the cgm was in a ¿sensor error¿ state. The patient was treated with a glucose injection. It was not specified how long it took for the patient to regain consciousness after treatment, however, the patient declined to be taken to the emergency room (ER) and remained at home. The patient felt ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.